Event description:
Customer reported an intermittent system error message on right side monitor requiring reboot. Diagnosed workstation isolation transformer secondary strapping not with specification.

Manufacturer narrative:
The service rep restrapped isolation transformer primary from 6/125 to 0/113. Measured transformer secondary output 120 5v. Tested system, system operates as intended.